Event description:
Caller reported a malfunction on the pump identified by malfunction code 9, with the fault ID of 0x20f1. The customer's blood glucose level was reported to be over 200 mg/dl. There were no corrective measures taken by the customer prior to seeking assistance. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur after resetting. The customer was instructed to continue using the pump and to call back if the malfunction code recurred, which she acknowledged and understood.